Event description:
Information was received that during used of this smiths medical cadd ms3 pumps, the pump shut off when the battery was replaced. Reported doses amount of 31ng/kg/min. The pump will be replaced. No adverse effects were reported.